Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was difficulty placing the left ventricular (lv) lead. Additional information reported the lead was unable to be placed due to a perforation from the guide catheter. The lv lead and catheter were removed. No further patient complications have been reported as a result of this event.